Manufacturer narrative:
The biomedical engineer reported that the org was in signal loss on multiple channels. There was a rssi field strength of 4 across the board. The unit was not in use on patients at the time. When the biomedical engineer checked the org closet, she found that the uninterruptible power supply (ups) was alarming. She will replace the uninterruptible power supply (ups) to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the org was in signal loss on multiple channels.